Manufacturer narrative:
Pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error. It was also reported that customer was working out and was sweating. Customer's blood glucose was 138 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.